Event description:
Nurse reports patient needs a new pump. Patients current pump is not staying charged with new batteries. No further information provided. Product serial number: (B)(6). Indication: chronic inflammatory demyelinating polyneuritis.